Event description:
The customer reported via the sales rep that the bulb has failed. It is further reported that the bulb failed after less than 500 hours. It is further reported that the bulb failed at the end of the procedure and that there are no adverse consequences.

Manufacturer narrative:
Additional information will be provided once investigation is completed.